Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported emergency lamp had not been working during maintenance involving an olympus xenon light source. There were no reports of patient involvement.